Event description:
The pt stated that error 01 (empty cartridge warning) is displayed on her infusion device, and the display seemed to be frozen. The pt stated that she was sleeping and did not know error 01 was displayed because she stated that the device did not beep. She stated her blood glucose measured "hi" on her blood glucose meter (over 700 mg/dl). Symptoms of high blood glucose were extreme thirst, lethargy, and "feeling like I cant's catch my breath." The pt was assisted in clearing the error from the infusion device. Upon follow up, the pt stated that she gave herself a bolus every hour until her blood glucose returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.